Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 134 mg/dl prior to the incident. The customer stated that her blood glucose was 176 mg/dl and sensor glucose was below 60 mg/dl when it triggered threshold suspend. The customer stated that her blood glucose was 176 mg/dl and sensor glucose was below 78 mg/dl. The customer was explained how glucose travels in the body. The customer was advised to remove and replace the sensor. The sensor will be replaced and will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance testing and the sensor failed per specifications.